Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad. Approximately 1 week post procedure patient suffered non target vessel nstemi. The event was treated with pci of 1st obtuse marginal (non target vessel) with dcb. Investigator and sponsor assessed the event as not related to the index device or anti-platelet medication. Patient recovered.

Manufacturer narrative:
Cec adjudicated the mi event as a non q-wave mi (non target vessel), 3rd udmi spontaneous in the 1st om. Lad stents are patent. Cec adjudicated the revascularisation as a non tvr percutaneous. If information is provided in the future, a supplemental report will be issued.